Event description:
It was reported that the patient developed fibrosis within the cochlea and a dehiscence which cause the electrode array of the implant hit the fibrosis and it caused it to curl laterally and exit through the dehiscence during insertion, resulting in the decision to explant the device. The device was explanted on (B)(6) 2025, and the patient was reimplanted with another cochlear device during the same surgery.